Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the main circuit board revealed a leaky super capacitor. The main circuit board was replaced to address the issue. (B)(4).

Event description:
It was reported to resmed that during evaluation, an astral device had a defective main circuit board. There was no patient harm or a serious injury reported as a result of this incident.